Event description:
Procedure: lobectomy. According to the reporter: staples did not form properly. Additional manual suturing was done. Surgery time extension was reported as more than minutes.

Manufacturer narrative:
(B)(4).